Event description:
Device was sent to manufacturer with a service request stating that the pump infuses at a much higher rate than programmed. The pump was not being used on a patient when this was discovered.